Event description:
Clinical study. It was reported that post coronary artery drug eluting stenting treatment procedure, stent restenosis occurred. The index procedure treated a 90% stenosed, 3.5x20.0mm lesion located in the distal rca (right coronary artery) with a 3.00x16mm taxus express2 stent. Pre and post dilation was not performed. The deployed taxus express2 stent was well apposed, and resulted in 0% residual stenosis. The patient was discharged two days following the procedure. At 176 days following the index procedure, the patient was hospitalized. At 182 days following the index procedure, a coronary angiography was performed showing 70% stenosis at the lesion site. Percutaneous coronary intervention was performed with the implantation of another manufacturer's stent, resulting in 0% residual stenosis. The patient's condition was improved and was released on day 184 on aspirin and panaldine.

Manufacturer narrative:
It is indicated that the device remains implanted, an analysis could not be performed. The manufacturing records were reviewed, and no issues or discrepancies were found; the device met all specifications. The root cause is anticipated procedural complications, as this event is a known physiological effect of the procedure and is noted within the dfu.